Manufacturer narrative:
Beta bionics, inc. Received voluntary medwatch report mw5168715 forwarded by the FDA on 08-apr-2025. The report alleged that a user experienced multiple episodes of severe hypoglycemia attributed to excessive insulin delivery by the ilet bionic pancreas system.the voluntary report did not contain patient identifiers, serial number, or contact information. The reporter provided the fcc ID instead of the serial number, preventing device traceability. Beta bionics was therefore unable to identify or evaluate the specific device.the medwatch report indicated the patient was a 4-year-old female, which is below the indicated age range for the ilet system. Per the ilet bionic pancreas system user guide (la000081, section 1.2 and 1.6), the device is indicated for individuals 6 years of age or older with type 1 diabetes mellitus and use in individuals under 6 years of age constitutes off-label use.no product return, log data, or corroborating information was available to confirm the event. Based on the available information, beta bionics could not determine a root cause or confirm a device malfunction. This MDR is being submitted solely based on the voluntary report received. Beta bionics will file a follow-up MDR if additional information is obtained.

Event description:
A voluntary medwatch report was received via the FDA on 08-apr-2025 alleging that a user experienced multiple severe hypoglycemic episodes described as ¿major insulin overdoses¿ while using the ilet bionic pancreas system. The reporter stated that the pump delivered excessive insulin, leading to near-fatal events requiring the administration of oral carbohydrates, ondansetron, and glucagon (baqsimi).